Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for head/neck (non-malignant) and spinal pain it was reported that about a year ago their ins no longer helped with their headaches, which were the reason they got the implant. They shut off their ins about 8 months prior to the report, and have been scheduled to have the ins removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the device had become less effective over the last 3-4 months, the patient reported she would lose coverage on the right side of their neck into the back of their head with neck movement. The hcp noted the event was related to the device or therapy and was not related to the implant procedure. The hcp noted the most recent interrogation prior to the event was (B)(6)2015. It was noted the patient was reprogrammed on (B)(6)2017. The hcp stated the device was explanted and not replaced on (B)(6)2017 and the device disposition was unknown. The hcp noted the event was resolved without sequelae on (B)(6)2017. There were no further complications that have been reported as a result of this event.